Event description:
The customer reported that the system exhibited 'pre-charge voltage errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt serious death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module, filament driver pcb, battery charger pcb, battery packs and display adapter were evaluated and replaced. The system was tested and found to be working as intended and returned to service.